Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks due to oversensing. X-ray was requested and was performed. Reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.